Event description:
A report was received that the patient was experiencing pain in the abdominal area around the side whether stimulation is on or off. It was unknown if the pain was device or procedure related. The patient was given a steroids and prednisone.